Event description:
The customer reported that there were black spots on the gel. Initial eval of the incident sample found it did not have continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.